Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported to government agency that the tip of a phacoemulsification (phaco) handpiece got too hot during a cataract extraction surgery. The patient experienced a corneal burn. Additional information was received by the customer indicating the corneal burn resulted in a wound leak requiring sutures for closure. The procedure was completed.